Event description:
It was reported that during a surgery the serfas probe has a broken tip.

Event description:
It was reported that during a surgery the serfas probe has a broken tip.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was not returned for investigation. Therefore, the reported failure mode could not be confirmed. Review of the device history record of could not be performed since the lot number was not provided. Since the unit was not returned, a specific root cause could not be determined. In terms of misuse, since the unit was not returned for evaluation, it could not be confirmed if the device could have been used to displace bone or if it was impacted with a rigid object; therefore, this contributing factor cannot be ruled out. In the event that the unit becomes available, a full evaluation will be conducted and a follow up report will be issued. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.